Event description:
Caller reported a cgm error 42, indicating an issue with the continuous glucose monitoring device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, after which the error did not reappear, allowing the caller to successfully start their sensor session.